Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8061553; medical device expiration date: 12/31/2018 ; device manufacture date: 03/02/2018; medical device lot #: 7305990; medical device expiration date: 2018-08-31; device manufacture date: 2017-11-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tubes were ¿overfilling well above the marking line¿. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tubes were ¿overfilling well above the marking line¿. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Evaluation/testing of the customer samples was performed and overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.